Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition. Additionally, it was reported that the lead helix was unable to retract during the explant procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed and the reported event of loss of capture was not confirmed. As received, a complete lead was returned in two pieces with the helix partially extended clogged with blood and tissue. After cleaning blood and tissue from the helix and applying torque to the inner coil at short length, the helix could be fully extended and retracted. The full measured helix extension length was within required specification. The cause of the reported event of was isolated to the helix being clogged with blood and tissue. The reported event of loss of capture was not confirmed. Electrical testing and x-ray examinations revealed no indication of conductor fractures or internal shorts. A visual inspection of the lead revealed no anomalies with the exception of procedural damage.